Event description:
It was reported that the patient experienced stimulation in thoracic region. It was noted that the right atrial (ra) lead exhibited high undefined impedance, high thresholds and oversensing on electrograms (egm). It was also noted that the right ventricular (rv) lead exhibited high undefined impedance. It was further reported that the patient stimulation was linked to the ra lead only. It was further noted that the post operatively the patient experienced metallic taste and smelled burning flesh. It was also noted the ra lead exhibited a dislodgement as the lead was too short. The ra lead was revised. It was further noted that the patient experienced shortness of breath, pain and twiddlers syndrome leading to another dislodgement. The ra lead was repositioned. It was further noted that the implantable pulse generator (ipg) moved and that the leads were not secure. The ra lead came loose again and was programmed off. It was further noted a new ipg system was placed on the opposite side to replace existing system due to tissue preventing I mplant on the same side. It was then further noted that the patient experienced an infection due to previous procedures and burnt flesh near original implant site. The patient was treated with antibiotics. The ipg system was explanted. No further patient complicat ions have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implant date: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.